Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the motor produced an e2 error message and would not operate. The unit was observed to have a damaged swivel, the locking mechanism was corroded, and there was dried biological debris observed in and around the locking sleeve. This condition is indicative of improper or ineffective cleaning, maintenance, and handling of the equipment. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the motor is noisy, also the sleeve lock is damaged. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.